Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and inner ring on reservoir lip came off and loose and there was also a crack on the inner part of reservoir. The customer¿s blood glucose level was 321 mg/dl and customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.